Event description:
It was reported to philips that, during the system start up, the system was unable to boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot up, showing blue screen on flexvision monitor. The review of system log files showed malfunction with flexvision pc. Upon troubleshooting, the fse found issue with to windows. To resolve the issue, the fse cleaned the hard disk, reloaded the entire flexvision operating system and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.